Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed incorrect body temperatures 31 degrees instead of 36.7 degrees in an arctic sun device. Per review of wo on 05jun2025, there was no patient involvement. Per follow up information received via mail on 05jun2025, device would be repaired in the hospital by medtech.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed incorrect body temperatures 31 degrees instead of 36.7 degrees in an arctic sun device. Per review of wo on 05jun2025, there was no patient involvement. Per follow up information received via mail on 05jun2025, device would be repaired in the hospital by medtech.

Manufacturer narrative:
The initial reporter phone number that was provided was (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed temperature in cable. During evaluation, the temperature in cable was tested. Temperature in cable was replaced. Electrical safety check performed the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the lot number is unknown. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed incorrect body temperatures 31 degrees instead of 36.7 degrees in an arctic sun device. Per review of wo on 05jun2025, there was no patient involvement. Per follow up information received via mail on 05jun2025, device would be repaired in the hospital by medtech.